Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in a (B)(6) year old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". Medical conditions: patient never experienced any of these conditions prior to undergoing the essure procedure. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), rash ("frequent rashes"), dysmenorrhoea ("dysmennorhea (cramping)"), skin disorder ("skin condition"), allergy to metals ("nickel - diag. Post-essure"), ovarian adhesion ("left ovary had a few adhesions to pelvic sidewall at inferior pole of ovary, 2 powder burns on left uterosacral ligament insertion into cervix consistent with endometriosis") and endometriosis ("endometriosis") and was found to have weight increased ("weight gain"). The patient was treated with sought treatment for symptoms/hysterectomy (full), salpingectomy (bilateral). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, rash, dysmenorrhoea, skin disorder and allergy to metals had resolved, the pelvic discomfort, menorrhagia and dyspareunia had not resolved and the weight increased, ovarian adhesion and endometriosis outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, ovarian adhesion, pelvic discomfort, pelvic pain, rash, skin disorder and weight increased to be related to essure (ess205). The reporter commented: patient subsequently sought treatment for her symptoms- dysmennorhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, nickel diag. Post-essure, weight gain and other injuries. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Product indication added. Events- dysmennorhea (cramping), skin condition, nickel - diag. Post-essure, weight gain, left ovary had a few adhesions to pelvic sidewall at inferior pole of ovary, 2 powder burns on left uterosacral ligament insertion into cervix consistent with endometriosis, endometriosis, and she did not underwent an essure confirmation test. Event outcome updated for: chronic pelvic pain / increasingly severe pain, abdominal pain, back pain and frequent rashes. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in a 28-year-old female patient who had essure (ess205) (batch no. 508837-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". Medical conditions: patient never experienced any of these conditions prior to undergoing the essure procedure. Concomitant products included cetirizine, ergocalciferol, ibuprofen, minocycline, montelukast, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced back pain ("back pain") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and was found to have the first episode of weight increased ("weight gain"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)\spotting throughout the month"). In 2014, the patient experienced rash ("frequent rashes / rash to left arm"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/menorrhagia (heavy menstrual bleeding)\menorrhagia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), skin disorder ("skin condition"), allergy to metals ("nickel - diag. Post-essure"), ovarian adhesion ("left ovary had a few adhesions to pelvic sidewall at inferior pole of ovary, 2 powder burns on left uterosacral ligament insertion into cervix consistent with endometriosis") and endometriosis ("endometriosis") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, rash, dysmenorrhoea, skin disorder and allergy to metals had resolved, the pelvic discomfort, menorrhagia and dyspareunia had not resolved and the last episode of weight increased, ovarian adhesion, endometriosis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, ovarian adhesion, pelvic discomfort, pelvic pain, rash, skin disorder, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). The reporter commented: patient subsequently sought treatment for her symptoms- dysmennorhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, nickel - diag. Post-essure, weight gain and other injuries. (B)(6) 2017 (as written per pfs, please note discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 68.6 kg/sqm. Most recent follow-up information incorporated above includes: on 20-sep-2019: update of information (batch is not valid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / increasingly severe pain') in a 28-year-old female patient who had essure (ess205) (batch no. 508837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". Medical conditions: patient never experienced any of these conditions prior to undergoing the essure procedure. Concomitant products included cetirizine, ergocalciferol, ibuprofen, minocycline, montelukast, paracetamol (acetaminophen) and salbutamol (albuterol hfa). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced back pain ("back pain") and dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and was found to have the first episode of weight increased ("weight gain"). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)\spotting throughout the month"). In 2014, the patient experienced rash ("frequent rashes / rash to left arm"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding/menorrhagia (heavy menstrual bleeding)\menorrhagia"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), skin disorder ("skin condition"), allergy to metals ("nickel - diag. Post-essure"), ovarian adhesion ("left ovary had a few adhesions to pelvic sidewall at inferior pole of ovary, 2 powder burns on left uterosacral ligament insertion into cervix consistent with endometriosis") and endometriosis ("endometriosis") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, rash, dysmenorrhoea, skin disorder and allergy to metals had resolved, the pelvic discomfort, menorrhagia and dyspareunia had not resolved and the last episode of weight increased, ovarian adhesion, endometriosis and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, endometriosis, menorrhagia, ovarian adhesion, pelvic discomfort, pelvic pain, rash, skin disorder, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure (ess205). The reporter commented: patient subsequently sought treatment for her symptoms- dysmennorhea (cramping), back pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, nickel - diag. Post-essure, weight gain and other injuries. On (B)(6) 2017 (as written per pfs, please note discrepancy) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 68.6 kg/sqm. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Lot number added. Concomitant medication added. Events : abnormal bleeding (vaginal),weight gain were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.